Event description:
After post-dilating a stent that was placed in the carotid artery, the pt developed no flow beyond the target lesion when the angioguard filter basket filled with debris. The debris was suctioned out by a suction catheter and the blood flow recovered to normal. The pt is a male. The characteristics of the vessel are unk. There was no difficulty inserting or positioning the angioguard device in the vessel. There was no difficulty placing the precise stent. It is unk what medications were given prior to, during, and post-procedure. There was no reported injury to the pt. The pt was neurologically intact when he left the angio suite. The pt is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.